Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample and one photo of a 5ml luer-lok syringe (part number 301027) were evaluated, revealing a black particulate inside the barrel tip and fluid path. Fourier transform infrared spectroscopy (ftir) analysis identified the material as likely thermoplastic elastomer from the rubber stopper and silicone from the manufacturing process. The condition is non-conforming to product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4319272. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 301027. Batch#: 4319272. Verbatim: rcc received a complaint via email. Event date 06-12-2025. Product malfunction/failure mode contamination. Product description summary another debris in the 5cc syringe in the nerve block tray. Complaint quantity 1. Sample available yes. Mfg. Sku number (B)(6). Component name syr,5ml, l/l, w/o shield, bd, ns. Investigated component lot number 4319272. Was there an injury no. Was there a death no.